Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the infusion took "about 4 more hours than expected to infuse." The event started on (B)(6) 2025 at 2300 to (B)(6) 2025 at 0335. There was patient involvement, but no harm.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under infusion event could not be confirmed through a review of the logs provided by the facility. External and internal inspections could not be performed since no devices were returned for investigation. Although no devices were returned, the facility provided associated logs of the suspect and concomitant devices for investigation. On 19 february at 11:13 pm, the user programmed a primary infusion using guardrails drugs with a drugid = 232 (unknown drug), drug amount of 100mg, diluent volume of 565.5ml, bsa of 1.64m2 and a duration of 24 hours. This resulted in a rate of 23.5667ml/h and a volume to be infused (vtbi) of 565.6ml. The infusion was completed on (B)(6) 2025 at 11:24 pm as expected, after three (3) occlusion patient side alarms and six (6) pauses by the user. The user performed five (5) subsequent infusions with the same parameters: three (3) with a vtbi of 20ml, one (1) with a vtbi of 25ml, and one (1) with a vtbi of 30ml. According to the log review table, no issues or anomalies were observed during the programmed infusions on the reported dates. Each infusion lasted the expected amount of time, with minor delays of a few minutes due to pauses caused by alarms or user keypresses. The total primary volume infused recorded during the infusion was recorded to be 661.06ml. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. Alaris system user manual (v9.33), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. Conditions that shift flow rate accuracy down (slower flow): positioning the pump module below the patient's heart level ensure tubing placement is over pressure sensors. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported under infusion event could not be confirmed through a review of the logs. Log review found no issues or anomalies during the reported event days as each infusion run as expected.

Event description:
It was reported that the infusion took "about 4 more hours than expected to infuse." The event started on (B)(6) 2025 at 2300 to (B)(6) 2025 at 0335. There was patient involvement, but no harm.

Event description:
It was reported that the infusion took "about 4 more hours than expected to infuse." The event started on 19 february 2025 at 2300 to 21 february 2025 at 0335. There was patient involvement, but no harm. Additional information was received following on site visit by manufacturer representative. According to customer biomedical engineering, the pump modules pass the rate accuracy portion of the pm without any issues and they were with in specifications for rate accuracy. Biomed stated that he ran a 24-hour infusion on one of the pump modules and found it running with in specifications at the conclusion of the infusion. It was determined to only provide the log files for review because there were not issues observed during the investigation by biomedical engineering.

Manufacturer narrative:
Correction: describe event or problem. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.